Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was noted a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging were used for transseptal puncture (tsp). A pre-existing pe was noted prior to the procedure, yet location and size remains uncertain. The versacross connect and watchman fxd double curve access sheath (was) was advanced into the superior vena cava (svc). The patient had a large right atrium (ra), so there was difficulty noted reaching the septum from the superior vena cava (svc). Multiple drop downs from the svc to the ra were performed but still the septum was unable to be reached. The was was removed and was noted to be kinked, and it was exchanged for a new was to tsp was able to be performed. A watchman flx pro closure device was inserted and implanted successfully. The patient was stable upon completion. The pe was noted again post deployment of the closure device, but did not appear larger. The procedure was concluded. The physicians ordered an echocardiogram to be performed one (1) hour post index procedure. Hypotension was noted and a ra effusion was noted one (1) hour post index procedure. The patient was brought back to the procedure room where a pericardiocentesis was performed and 400ml of dark fluid removed. Blood pressure improved and the patient was stable. The patient is admitted to the hospital's intensive care unit and was discharged two days after procedure. The device is not expected to be returned for analysis.